Event description:
It was reported per field service report: patient involvement "yes." Symptom: with a/c cord plugged in, still running on d/c power. No green light.

Manufacturer narrative:
Findings/action taken: problem confirmed. Replaced power supply. Performed functional check list - pass. Performed electrical safety test- pass. Follow-up report will be filed if additional info becomes available.